Event description:
There was an allegation of a questionable elecsys estradiol iii assay result from the cobas e 411 analyzer (disk system). The initial result was 3000 pg/ml, accompanied by a date flag, and the repeat result after 1:10 dilution was 2000 pg/ml. The sample was ran on another e411 diluted 1:10 with a result of 2983 pg/ml. The result of 2983 pg/ml was deemed to be correct.

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Qc was within range on the day of the event. There was no calibration influence observed. The investigation was unable to determine a direct root cause.